Event description:
Reportedly a valve, 29mm was explanted after a 60 month implant duration due to mitral valve stenosis. Operative report was also provided. Operative reported dated 2009 indicates explant due to mitral valve stenosis due to calcification. The valve was replaced by a competitor's tissue valve.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Corrected evaluation summary to: heavy calcification is detected in the cusp area of leaflet 1, moderate to heavy in leaflet 2 and moderate in leaflet 3. The free margins of leaflets 1 and 2, exhibit moderate calcification. Calcification restricted mobility in the leaflets and led to stenosis. Moderate to heavy host tissue overgrowth encroached onto the tissue outflow and into the orifice by at the greatest point by 5mm. Thin layer of host tissue is detected at leaflet 1 at the inflow aspect. Approximately half of the sewing ring has been cut off. Serrated markings, most likely due to mechanical injury are detected in the cusp area of leaflet 3 at the outflow aspect. The x-ray demonstrates calcification. The band is fractured, also visible in the x-ray. (B)(4). Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Event description:
The operative report states that "examination of the heart revealed good ventricular function. Examination also revealed extensive adhesions. Examination of the mitral valve revealed marked stiffening of mitral valve leaflets with calcification. This was removed, cutting out the valve within the sewing ring, and then removing the sewing ring in a piecemeal fashion."

Manufacturer narrative:
Evaluation summary: "heavy calcification is detected in the cusp area of leaflet 1, moderate to heavy in leaflet 2 and moderate in leaflet 3. The free margins of leaflets 1 and 2, exhibit moderate calcification. Calcification restricted mobility in the leaflets and led to stenosis. Moderate to heavy host tissue overgrowth encroached onto the tissue outflow and into the orifice by at the greatest point by 5mm. Thin layer of host tissue is detected at leaflet 1 at the inflow aspect. Approximately half of the sewing ring has been cut off. Serrated markings, most likely due to mechanical injury are detected in the cusp area of leaflet 3 at the outflow aspect. The wireform is exposed and cut, most likely due to mechanical injury as well; the cut is visible in the x-ray. The x-ray demonstrates calcification." H6: #86 = x-ray.h10: h10: additional manufacturer narrative:this event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon hardly could fire the last 2-3 clips. And the clips were deformed. It was not reported which device was used to complete the procedure. There were no adverse consequences for the pt.